Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained using a 6fr non bsc introducer sheath. The 99% stenosed target lesion was located in a mildly calcified and moderately tortuous right iliac artery. An 8.0mmx60mmx135cm (4f) sterling catheter balloon was selected to pre-dilate the lesion after a non bsc guide wire crossed the lesion. The balloon was inflated twice at 6 atms per inflation, however, it ruptured during the second inflation. The physician completely removed the balloon from the patient and completed the procedure with a different device. No patient complications were reported and the patient's condition is good.